Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that spline c was bent and electrodes 6, 9, and 10 were bent, additionally, electrodes 6 and 10 were lifted. A dimensional inspection was performed, and the device passed within specification. It was concluded that this damage could be related to the resistance issue described by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported issue of resistance. Investigation findings: mechanical problems identified (c07) and stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: tip ((B)(4)) and electrode ((B)(4)) were selected as related to the bent and lifted electrodes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified electrode damage. It was initially reported that the physician could not insert the pentaray nav high-density mapping eco catheter into the vizigo sheath whereas the stsf ablation catheter could enter without any problem. The physician stated that it was the introducer tool that prevented the pentaray nav high-density mapping eco catheter to enter the sheath. The physician didn¿t mention any problem with the irrigation. The physician felt resistance when entering the dilator into the vizigo sheath and couldn¿t enter more than half the dilator before being stuck inside the sheath. The physician had to put a lot of force into entering and moving the dilator into the sheath. Physician was told to be careful at inserting the dilator straight and at the center of the valve, the dilator was blocked at one point into the sheath but eventually the physician was able to remove it out of the vizigo sheath. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since the potential for patient injury due to resistance is remote.